Event description:
Customer reported a failed self test alarm. The customer's blood glucose was 197 mg/dl. The customer was advised to replace their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a failed self test due to a faulty connector on the radio frequency board. The insulin pump was received with a cracked display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.